Event description:
The company was informed that the patient's device was explanted on (B)(6), 2008. The patient was reimplanted with another advanced bionics cochlear device on (B)(6), 2010. Advanced bionics is the process of gathering additional information and a supplemental report will be submitted once new information is obtained.